Event description:
In 2008, the pt reported an elevated blood glucose reading of 217 mg/dl with her recommended range being below 140 mg/dl. She stated she felt sleepy and treated her reading by bolusing insulin through her infusion device. She stated when she changed her insulin cartridge she found a large air bubble in it and primed several times to remove it. She said she uses room temperature insulin to fill her cartridges. On follow up with the pt one week later, she stated she has had no further air bubble issues. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.